Event description:
The clinician reported that the impedance measurements on the right atrial (ra) lead were less than expected and a lead warning was observed during a routine pacemaker check. Far-field r-wave oversensing was also observed. The ra lead was reprogrammed from a bipolar configuration to a unipolar configuration and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.